Event description:
It was reported to philips that the device experienced a battery failure. There was no report of patient involvement.

Manufacturer narrative:
It was reported battery failure. There was no patient involvement. The manufacturer's authorized service provider (asp) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the batter, which the customer refused repair for. The device remains at the customer site and no further evaluation is warranted at this time.